Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was reprogrammed on (B)(6) 2022. The patient was in stable condition.